Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during inspection before surgery, the nurse noted the instrument was fractured. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.